Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this chronic right ventricular (rv) lead exhibited high pacing thresholds. Subsequently, a new rv lead was implanted. To date this lead remains implanted. No additional adverse patient effects were reported.